Event description:
The customer reported intermittent 541-014 (luminometer data invalid) condition codes that occurred with multiple patient samples when tested on a vitros eci immunodiagnostic system. The customer indicated that the codes were occurring across multiple samples, but only when using vitros (B)(6) reagent, lot 2771. No erroneous patient sample results were reported out of the laboratory, and there were no allegations of harm. (B)(4).

Manufacturer narrative:
The investigation determined that code 541-014 (luminometer data invalid) occurred on multiple patient samples while using the vitros eci immunodiagnostic analyzer. The most likely cause is a non- reportable assay issue, however, this could not be confirmed. The occurrence of this code may also be indicative of an instrument related issue and these issues could not be ruled out at the time of this report.